Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving baclofen (2000 mcg/ml at unknown dose) via implantable infusion pump. It was reported that the hcp was having difficulty aspirating/filling the pump at refill. The hcp was confident the needle was placed correctly using a fluoroscope. There were supposed to be 3.6 ml of drug in the reservoir but the hcp could not get any of it out. The hcp tried to pull back using an empty syringe to ensure that there were no air in the system and was not able to aspirate any residual drug. The hcp was able to first get 3 ml of preservative free normal saline and then 10 more ml of it into the reservoir but then could not aspirate any of that out. The hcp stated that it was hard to even aspirate air and when negative pressure was held, it was very difficult to hold back. They were not even able to get 1 ml out. The issue was not resolved through troubleshooting. No symptoms/patient complications were reported. The hcp would like the pump to be replaced.

Event description:
Additional information was received from the healthcare provider indicate that the cause of the difficulty aspirating during the refill was not determined. It was reported that the patient was brought into the intensive care unit and the pump was refilled with lioresal. The patient was monitored for 3 days and issues were reported.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID a810 software version# unknown product type software b2, e1, g3 updated: these fields were updated regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provide via a manufacturer representative on 2021-may-19. It was reported that the patient was due for a refill saturday, but the patient was hospitalized for other medical concerns. It was noted that there was a different physician seeing the patient now. They had planned to refill the pump today (2021-may-19). When they interrogated the pump there was an expected reservoir volume (erv) of 4.6 ml and the actual reservoir volume (arv) was 0 ml. It was further noted that the programmer tablet was saying to refill the pump by 2019-jun-18. At the time of the report, it was discussed to confirm the date and time on the tablet, which she did, and it was significantly out of date. Updating the date and time and re-interrogate the pump was being considered. The company representative could not do that at this time because the physician was refilling the pump. It was further discussed that once done to then re-interrogate. It was later further reported on (B)(6) 2021 that they could not aspirate from the pump and tomorrow ((B)(6) 2021) they were to refill the pump via fluoroscopy. Troubleshooting for a pump that they could not aspi rate such as needle orientation, refill kit, and locked valve procedure were being considered. Additional information was received from a healthcare provide via a company representative on 2021-jun-01. The pump serial number and patient were clarified. The patient had been hospitalized for an unrelated decubitus ulcer. A pump refill was due while the patient was hospitalized. The hospital consulted with pain management to fill the pump. No device related issue was suspected, and it was further noted that it was a normal pump refill date. Regarding the programmer tablet indicating a refill pump by 2019-jun-18 it was noted that there was no device issue, patient/therapy issue, programming error, etc. The version of the clinician programmer software being used at the time of the event was unknown. The cause of the volume discrepancy and empty pump reservoir was not determined. The cause of the hcp having been unable to aspirate via the refill port was not determined. The patient was transferred back to the managing physician and the pump was filled with no issues according the managing physician. The refill date issue, volume discrepancy, empty pump, and inability to aspirate the refill port had been resolved. The device was still in use, refilled, and programmed with no plan to replace at this point. The patient¿s weight at the time of the event was unknown.